Manufacturer narrative:
The information provided indicates that a patient suffered subsidence and c5 vertebral body fracture approximately 2 years post op. The patient has a 2-level pdc implantation. The patient has been experiencing pain since july 2021 with no reported traumatic event or fall. There has been no indication why the subsidence and fracture have occurred. X-rays at 2 year follow up showed subsidence. The surgeon then ordered CT scans of the patient which confirmed the subsidence and vertebral body fracture. The c5/6 prodisc c device appears to be in a state of lateral impingement due to the vertebral body fracture. There is no indication how or why these injuries occurred. There was no indication of patient comorbidities. DHR review did not identify any manufacturing issues which may have contributed to the complaint. Complaint history found the rates of complaints to be acceptable. The risk assessment determined the related risks were identified within the design fmea. No device was returned. The devices remain implanted in the patient with no indication of a scheduled revision surgery. The investigation could not determine a cause for this complaint. There was no clear indication why the patient's injuries have occurred. The cause for this complaint is unknown. This report is for 1 of 2 devices involved in this event.

Event description:
A patient reported neck pain symptoms at a 2 year follow up appointment. The pain started around (B)(6) 2021. This case is a 2 level prodisc c at c5-6 and c6-7 implanted on (B)(6) 2019. X-rays appear to show the superior endplate of the c5-6 prodisc implant have subsided into the vertebral body and a confirmed split of the c5 vertebral body. The surgeon ordered a CT scan to confirm the c5 fracture. The reporter provided the scan and confirmed that c5 has fractured. The split in the midline of the c5 vertebral body is evident on the CT scan images. The patient did say she was not in an accident and did not fall when asked. CT scans were performed after initial follow up visit. No indication of revision/removal surgery or other treatment. The c5/6 prodisc c implant appears to be in lateral impingement.